Manufacturer narrative:
Device return is expected. Once the device is returned, analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) who underwent magnetic resonance imaging (MRI) last week could not complete a latitude transmission. The MRI protection mode was programmed for the MRI, and the patient's device was checked after the MRI. Technical services (ts) asked the local area field representative to go to the account and obtain the post-MRI session to then forward to ts for further review. No adverse patient effects were reported. This product remains in service. Additional information later received indicates this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.